Manufacturer narrative:
One (1) 130309a goldline pencil was returned for evaluation of "insufficient heatseal or blister pack." Visual inspection by the packaging engineer found there was no seal transfer in the area of the complaint due to misaligned material during the sealing process. This open seal resulted in a breach of sterility therefore this complaint is confirmed. This device was manufactured on 14-december-2015. A review of the manufacturing documents from the DHR/lhr have been reviewed with special attention to the manufacturing and inspection of this product. The products released for distribution were found to have met all specifications prior to shipment. Of the lot containing (B)(4) devices only this (B)(4) complaint has been received for this event description. (B)(4). The reported packaging anomaly was obvious to the distributor, prompting return of the device for evaluation and replacement. This failure mode has been addressed in the risk documents. To date, there have been no long term adverse effects from any of these reported incidents however, an investigation has been initiated to prevent further occurrences. As with all medical devices, examination of packaging occurs multiple times prior to use (shipping/receiving, distribution, storage and prior to use). In addition, good clinical practice would include examination and verification of the product and its original packaging to ensure both are intact. If the product and its packaging have been opened/damaged or altered, do not use the product and contact the manufacturer immediately.

Event description:
As reported by the distributor in (B)(4), one (1) 130309a goldline pencil was discovered to have an "insufficient heatseal or blister pack." There was no patient involvement in this reported problem, as the packaging anomaly was discovered during inspection at the distributor facility prior to distribution to an end-user. This report is being filed based on the potential for injury with recurrence.